Event description:
The customer contact reported air in the tubing distal to the safeset reservoir. The transducer set was connected to a safeset kit with in-line reservoir and a pressure administration cuff applied was applied. The nurse reported that after priming the tubing and completing a blood draw, air bubbles were noted in the safeset tubing, distal to the reservoir. The nurse removed the air bubbles. No air was delivered to the pt. Six hours later, as the nurse went to do an add'l blood draw, air was again noted distal to the safeset reservoir. The nurse removed the air. There were no reported adverese patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.